Event description:
Healthcare professional reported no complaint against the device. Later healthcare professional reported "both broken". Later healthcare professional reported "capsular contracture Baker grade lll". This record is for right side. The device was explanted.

Manufacturer narrative:
E1 Phone Number continued: (b)(6).A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: capsular contracture Baker grade III, rupture.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.